Event description:
This incident was reported to lumenis on 3/20/2006.the fluence jumped higher during as sr treatment to the arms of a staff member on 3/17/2006,resulting in burns.burn severity,patient details and treatment prarmeters were requested and not provided.in a seperate incident on the same day,a patient was blistered (second degree burn) during her first photofacial treatment to the chest area;during a test pulse at 27 joules,the fluence jumped up to 60 joules. The operator saw that the light was too bright and suspended the treatment;lumenis service was called.the problem had not occurred previosly.the system did not display any errors at the time of the incidents.at least one of the individuals was prescribed silvadene as medical intervention.